Event description:
Meter was giving inaccurately low results and that they were treated by a meidcal professional. Medical affairs specialist had called and left a message for the pt on 8/2004, but there was no response back from them. A letter will be sent. Based on the initial information provided by the pt on 8/2004, it was discovered during troubleshooting, that the meter was in the wrong unit of measurement. The results they had provided were "43, 48." It is unknown if these were in mmol/l or already converted to mg/dl. They had also reported that another meter (precision) had provided a result which was "40 points higher" and that they were treated by a medical professional. It is also unknown as to what treatment it received. They had not experienced any symptoms at the time of concern. The test strips were in good condition and the meter was coded coorrectly. However, this case is reported as a meter malfunction since the pt may have experienced a power interrupt on the meter, where the meter could default to the wrong unit of measurement.